Event description:
It was reported that during use of an automatic microclip applier (zipclip), a clip rotation issue occurred. The microclip was applied to the vessel with no issues. When the device jaws opened, the next clip loaded sideways in the jaw. The surgeon observed this and passed the device to surgical tech. A new zipclip device was passed to the surgeon and the case continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 lot and UDI #, h6 (add code). Correction to previous h11 in follow up #1: g3 date referenced was incorrect (replace back with 08/26/2025). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 an h11. Corrected information: g3. G3: initial MDR submitted with incorrect g3 date. The correct g3 date is 08/25/2025 (08/26/2025 was incorrectly submitted). H11:the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h11 - this device malfunction is not likely to cause or contribute to a serious injury. When a clip spins and is sideways in the jaw the surgeon will detect it on the scope and is unable to place it on the vessel making it unusable. The user may opt to use a new unit or else resort to alternate methods or surgical techniques. Hence if the issue recurs it is unlikely to cause or contribute to serious injury.